Event description:
It was reported that the symptomatic patient presented to the hospital after feeling pauses in pacing. Upon review of the device, noise was observed. The noise was reproducible with pocket manipulation. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.